Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic stomach reduction procedure, the subject device had a pink image and the image rotates and twists. The procedure was competed using the same set of equipment. There were no reports no patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported during an unspecified procedure the subject device had a pink image. There were no reports no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during an unspecified procedure the subject device has a pink image. There were no reports of patient harm.